Event description:
Procedure: unknown. According to the reporter: the instrument was loaded correctly, inserted through the trocar and closed over tissue. After it was fired, it was not possible to reopen. A second instrument was placed distal to the first instrument and resected again to remove the defective instrument. No patient injury. No extension of the incision by more than 1 inch, no change from endoscopic to open surgery. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).